Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm. The customer also reported experiencing a blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. The customer also reported being hospitalized for five days with diabetic ketoacidosis. The customer reported experiencing high blood glucose on (B)(6) 2015. Customer woke up to a blood glucose of 300 mg/dl and was vomiting. The customer treated their blood glucose with the insulin pump. Customer was admitted to the hospital on (B)(6) 2015. Customer's blood glucose was unknown at the time of admission. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any issues with the insulin pump. The customer's blood glucose was 337 mg/dl at the time of the call. The product will not be returned for analysis.